Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt's father reported the pt has experienced elevated blood glucose over 500 mg/dl since approximately (B) (6) 2009. The father reported the infusion device shuts down without warning. The pt has been able to lower blood glucose levels by bolusing through the infusion device. The pt was hospitalized in the intensive care unit from (B) (6) 2009-(B) (6) 2009 due to elevated blood glucose and the pt was treated in the emergency room for elevated blood glucose on (B) (6) 2009. The pt was treated with an insulin IV in the hospital. No further info is available. The infusion device was requested to be returned for eval.